Event description:
Kinematx total was revised due to distal component loosening. Patient was experiencing pain. There were no signs/symptoms of infection. Poly was exchanged along with all distal components.